Manufacturer narrative:
The thermogard xp ivtm system was evaluated at the customer site. The reported complaint of the thermogard ivtm system (serial #(B)(4)) does not detect the "airtrap" was confirmed during the functional testing. The root cause of the reported complaint was due to a loose connection of the cable between the I/o board and air trap, likely caused by the normal wear and tear of the device. The thermogard console is a reusable device and was manufactured in january 2013 and is more than 9 years old, well beyond the expected service life of five years. During the visual inspection, there was no physical damage observed on the thermogard console. The event log review showed no significant discrepancies. During functional testing, the thermogard system does not recognize the air trap, thus confirming the reported complaint. The cable was tighten to address the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During console check by a zoll representative, the thermogard ivtm system (serial #(B)(4)) does not detect the "airtrap". No patient involvement.